Event description:
Procedure: gastric bypass. According to the reporter: the tip of the device was rotated during use and it broke into small pieces inside the patient's abdomen. All the pieces were retrieved from the abdomen. There was no report of patient impact or injury. The patient sex was not reported.

Manufacturer narrative:
Date of report: 02/october 2007